Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph using the naked eye which observed a leak in the overpouch. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva bag was leaking at the injection site. This was noted prior to patient use. There was no patient involvement. No additional information is available.